Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the ground resistance test, measuring 0.211 ohms, which exceeds the acceptance criterion of < 0.1 ohm. No patient or user harm was reported. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. Replacement of the power filter module was recommended. No patient or user harm was reported.

Manufacturer narrative:
At the time of this report, testing and evaluation of the device have not yet been completed. A follow-up MDR will be submitted upon completion of the investigation and implementation of any additional corrective actions. Reference to complaint#: (B)(4).